Event description:
It was reported this right atrial (ra) lead was dislodged due to patient twiddling the device. Also, this lead exhibited failure to capture, phrenic nerve stimulation and no sensing. Subsequently, this lead was explanted along with the entire device system. No additional adverse patient effects were reported. The product was returned for analysis.

Manufacturer narrative:
Correction: h6 field: device codes. Code 2923: device dislodged or dislocated was included in this supplemental report as it was omitted from the initial report. However, the lead dislodgement allegation was included in the initial report in the b5 field: describe event or problem. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The failure to sense and failure to capture allegations were not confirmed. The muscle/pocket stimulation allegations could not be confirmed by analysis. The dislodgement allegation was confirmed, based on observation of a slight twisted in the outer insulation, likely due to twiddler's syndrome. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no additional anomalies. The observation of a twisted lead body, which is an indication of twiddler's syndrome (a patient turning the pacemaker device in the muscle pocket) is a type of induced damage due to a failure to follow instructions. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. (B)(4).

Event description:
It was reported this right atrial (ra) lead was dislodged due to patient twiddling the device. Also, this lead exhibited failure to capture, phrenic nerve stimulation and no sensing. Subsequently, this lead was explanted along with the entire device system. No additional adverse patient effects were reported. The product was returned for analysis.